Manufacturer narrative:
Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Rika is not human transfusable product and this event does not represent a reportable event. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported to terumo bct customer support that a leak was discovered at the disconnect on arika device because the black top was not properly sealed onto the bottle. The customer stated that the bottle was not properly sealed to the lid, therefore resulting in a contaminated return. The patient ID is unknown at this time. Per the customer this was listed as an uncommon donation event was opened at center level. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported to terumo bct customer support that a leak was discovered at the disconnect on a rika device because the black top was not properly sealed onto the bottle. The customer stated that the bottle was not properly sealed to the lid, therefore resulting in a contaminated return. The patient ID is unknown at this time. Per the customer this was listed as an uncommon donation event was opened at center level. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.